Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer mother stated the customer has been running high for a while now but doesn't want to troubleshoot. The customer is concerned because they have been switched to manual mode and the pump shows auto-mode warming up again and doesn't know why as they had turned it off. The customer stated that this switched off during night . The customer's blood glucose level had been running in the 400s and the customer may keep it in manual mode after troubleshooting just in case. The customer declined pump testing, the customer reviewed possible scenarios where auto mode may turn off and found most likely would be the high numbers customer had been posting continuously with high blood glucose. The customer was also assisted by explaining the steps that pump takes going from auto to safe to manual and that would be why they do not currently see the gray shield on their screen. The customer was assisted by reviewing that auto mode may still be in warm up even if the pump is not using auto mode. The customer's mother was concerned that they may had not started customer on 670g at the right time then as they are entering a period where their blood glucose level could be very unstable. The product was not returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing.